Event description:
On june 4, 1992 a patient fell to the floor after unintentional angulation of the x-ray table. The patient was alone in the room. It is assumed that the patient tried to adjust his position on the x-ray table and accidently reached up and activated the knob that angulates the table. The patient fell to the floor head firstdevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-may-92. Service provided by: invalid data. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: none or unknown. Results of evaluation: none or unknown. Conclusion: there was no device failure. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: user education provided. Invalid data - on device destroyed/disposed of status.